Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet system, with the lowest reported blood glucose of 55 mg/dl and no alarms reported. The user reported frequent low readings after leaving home, uncertainty about duration of lows, and fear of hypoglycemia, and was advised to treat low glucose before announcing meals; the user requested discussion of a factory reset through a field team or healthcare provider. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included no use of backup therapy, no ketone testing actions, and no medical intervention or hospitalization. Investigation included review of device data and user education on low-glucose management and meal announcements. Investigation of this case revealed no confirmed device malfunction and suggested user-related factors, including announcing meals during low glucose, as a plausible contributor to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device failure and potential user handling factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.